Event description:
The biomedical engineer reports that the bedside monitor (bsm) shuts down while in use and then goes through a reboot process. Issue has happened while on a patient. The bsm turns off by itself and turns itself back on within 30 seconds. The nurses state there was japanese lettering on the screen during the reboot. Biomed has made sure the power connection is good and device has ac power. Issue has been going on for a couple weeks. Biomed has tried new power cable and adjusting cable management. No patient harm reported.

Manufacturer narrative:
Details of the complaint on (B)(6) 2019, (B)(6) at (B)(6) center reported the bedside monitor (mu-631ra sn: (B)(6) shuts down while in use, and goes through the reboot process. The issue happened while on a patient. When the device turned off, it turned itself back on within 30 seconds. The nurses said there was japanese lettering on the screen during the reboot. Biomed made sure the power connection was good and device had ac power. Issue had been going on for a couple weeks. Biomed tried new power cable and adjusting cable management. This was a stand alone monitor. Service requested: repair. Service performed: the unit was cleaned and decontaminated. The model, serial number, and all labels were verified. The reported problem of "the mu-631ra sn: (B)(6) was shut down while it in use" was duplicated. The root cause of the problem is "main digital board - ur-39450" failure and software corrupted. We recommends and replaced the main digital board re-installed software version 06-31, reloaded clinical settings ICU-ext, and issue is resolved: ur-39450 main digital board, mu-631ra 1 ea. All the malfunctioning part were replaced. The unit was tested per the operator's/service manual and the results were recorded on the attached maintenance check sheet. The unit completed 24 hours of extended testing and operates to the manufacturer's specifications. Investigation result: the device warranty began 07/29/2016, which is almost 3 years at the time of reported issue. A review of device history found no previously reported issues with the unit. Evaluation of the unit at nka was able to confirm the reported issue. The main digital board #ur-39450 failed and software was corrupted. The root cause is unknown. Possible causes may be due to conditions of use, handling, and storage of the unit. The issue was resolved by replacing the part and reinstalling the software. The bsm was operating within specifications after repair. The bsm was returned to the customer on (B)(6) 2019 and there were no further reported issues. A search of keyword "mu-631ra" with "reboot" or "spontaneous" using similar tickets query found reported issues: notification 300149937 reported 11/07/2018: device was randomly rebooting and going into communication loss with error code "data abort/wp error". This was an out of box failure and is not related to the reported issue. Notification 300167865 reported 11/29/2018: device spontaneously rebooted, root cause was determined to be lack of preventive maintenance; battery pack used well beyond expected lifetime. This is not related to the reported issue. A review of repair history in nka sap between 2014 - present found 4 cases in which the main digital board#: ur-39450 was replaced due to rebooting issue in 634 mu-631ra units. In all cases, no patient harm was reported. (B)(4). A review of repair history in nkc sap found 14 cases in which the main digital board was replaced due to rebooting in over 37,000 installations of bsm-6000 series in japan. In all cases, no patient was affected or harm reported. (B)(4). There does not appear to be an adverse trend for this issue. Per nkc DHR, the unit (mu-631ra sn: (B)(6) has had no history of ncmr, deviation, or CAPA during manufacturing of the device. The device has not been refurbished and there were no discrepancies or unusual findings before device release that might relate to the reported issue. Irc-nka300175773 was opened on 08/09/2019 to investigate a similar incidence in which (mu-631ra sn: (B)(6) was reported to spontaneously power down and reboot. Per nkc engineering, there is no tendency of the ur-39450 main board failure in japan. No adverse trend suspected at this time. Additional information: b4. Date of this report. D10. Device available for evaluation? Date added. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information. Device evaluation. H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Manufacturer narrative:
The biomedical engineer reports that the bedside monitor (bsm) shuts down while in use and then goes through a reboot process. Issue has happened while on a patient. The bsm turns off by itself and turns itself back on within 30 seconds. The nurses state there was (B)(6) lettering on the screen during the reboot. Biomed has made sure the power connection is good and device has ac power. Issue has been going on for a couple weeks. Biomed has tried new power cable and adjusting cable management. No patient harm reported. The unit came in and the reported problem of bsm shutting down while in use was duplicated. The main digital board - ur-39450 had failed and the was software corrupted, so the main digital board was replaced and re-installed software version 06-31, reloaded clinical settings ICU-ext, and issue was resolved. All the malfunctioning part were replaced. The unit was tested per the operator's/service manual and the results were recorded on the attached maintenance check sheet. The unit completed 24 hours of extended testing and operates to the manufacturer's specifications.

Event description:
The biomedical engineer reports that the bedside monitor (bsm) shuts down while in use and then goes through a reboot process. Issue has happened while on a patient. The bsm turns off by itself and turns itself back on within 30 seconds. The nurses state there was (B)(6) lettering on the screen during the reboot. Biomed has made sure the power connection is good and device has ac power. Issue has been going on for a couple weeks. Biomed has tried new power cable and adjusting cable management. No patient harm reported.